Event description:
It was reported that a pt with post-angioplasty arrhythmia and blood pressure of 40/18 was intubated and had an iab inserted which was pumped at peak trigger mode. After about 10 minutes, the pump stopped pumping and went into standby, but did not alarm. An attempt was made to restart the pump in peak mode, but without any success. An arterial transducer was connected and a waveform was seen. Pumping was started in "ap" trigger, but the signal went flat. The pt had a weakly palpable carotid pulse, so the transducer was exchanged, but no signal could be obtained. Eventually, the pump was changed to internal trigger, but the pt expired. No attempt had been made to do cardiopulmonary resuscitation or exchange the pump.